Manufacturer narrative:
Event 5: this report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation results, the root cause of the reported incident was unable to be determine. The actual defective device is a valuable tool in investigating the cause of this incident. A review of manufacturing records was performed and indicated that there were no quality issues during the manufacturing of this lot related to the reported issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 5: detailed inquiry description: 10 incidents where during disconnection the red line is allowing air to get into the line. The connection at the end of red line where it connects to the patient is not tight enough somehow the connection is not secure and letting air in like you haven't tighten the connection enough, but it is tight to the saline line. No injury reported.